Manufacturer narrative:
The guide sheath was returned to olympus medical systems corp. (Omsc) for evaluation. The radiopaque tip was detached from the guide sheath and not returned. The insertion portion of the guide sheath was buckled at 545 mm from the distal end. The distal end of the tube was elliptically deformed. Based on the mark of fixing the radiopaque tip on the tube, there is no problem with the position where the radiopaque tip was fixed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that if the guiding device was bent while being inserted into the tube of the referenced device, the radiopaque tip inside the tube was caught and pushed out from the tube by the guiding device. The above device handling has warned in the instruction manual as follows. Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument. Do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Event description:
During a biopsy of lung, the subject device was used. The doctor found with a x ray that the radiopaque tip of the guide sheath fell inside the patient and remained. The biopsy point was left superior lobe bronchus and difficult to access. The procedure took more than one hour. Originally, the patient was scheduled for surgery at a later date. The radiopaque tip was retrieved on the surgery.